Manufacturer narrative:
During inspection and testing of the returned device, the foreign material could not be removed from the nozzle; therefore, the material could not be identified. In addition, service found the bending angle was out of specification due to wear of the angulation wire. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported the nozzle of the subject device was clogged. The device is an olympus loaner. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the nozzle was clogged with white and green foreign material. This report is being submitted for the foreign material.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device evaluation confirmed the foreign material was white and green. The foreign material was unable to be removed from the nozzle. The root cause of the foreign material lodged in the air/water nozzle was unable to be identified. Olympus will continue to monitor field performance for this device.